Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she attempted to move the vaporizer from one room to another during operation, which caused the unit to spill hot water onto her left arm. The consumer stated that this allegedly caused third degree burns, but also stated that medical attention was not needed for these injuries. The instructions for proper use have very clear warnings that state, "the appliance should always be unplugged and emptied when not in operation or while being cleaned. Unplug vaporizer and allow to cool before moving. Do not move or tilt vaporizer while it is in operation. Plug and unplug unit with dry hands. Never pull by cord." Kaz USA, inc. Has requested that the product be returned to our company for testing.